Event description:
The user facility reported that their endogator irrigation tubing cracked. No report of injury or procedure delay.

Manufacturer narrative:
The endogator tubing subject of the reported event was not returned to medivators for evaluation. Without the returned device, the root cause cannot be determined. No additional issues have been reported.